Manufacturer narrative:
Investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2312172, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed blood within the catheter, extension tubing, and vent plug. The same colored material was present around the rim of the catheter septum but no damage was observed to the device in the provided photo. Therefore, based off the provided photo the engineer was able to verify the reported defect but could not determined a definitive root cause. For a more thorough investigation into the root cause a physical sample will need to be returned for investigation. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: blood came out of a part where it should not normally come out. Also blood on the floor and on nursing staff.